Manufacturer narrative:
(B)(4). Silicone. A second device was returned. The analysis results of the device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips feed slower than usual. The clips malformed due to the slow feed and the device jam. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the silicon that is applied during the manufacturing process was noted to be viscous, which caused the slow feeding of the clips. This condition could have led to the reported challenges of the handle sticking. Further evaluation, found that the lock lever was damaged resulting in the non-functional lockout mechanism; please note this finding is unrelated to the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? From the 2nd / 3rd firing. What vessel or structure was the device fired on at the time of the event? Splenic vessels. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No, but also the first clip didn't close perfectly. Was the device fired after this incident in or out of the patient? Yes it was, both in and out of the patient but the clips were released twisted. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Jaws the device was returned for analysis and upon inspection the jaws were found to be misaligned condition making the device non-functional. Possible causes for the condition found may be the application of excessive torque to the jaws when positioning the device on a vessel. However, the device was tested for functionality and fed 5 scissored clips class iii. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an open splenectomy procedure, the surgeon who usually uses this device to occlude vessels in open surgery, used this device but clips were released twisted. Another device was used but it had the same problem. The case was carried out by using a third device and by applying manual sutures. The surgery time was extended (amount of time the procedure was prolonged is unknown). There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.